Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a navigation ring that was unresponsive. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) evaluated the device and reported that the issue was confirmed. The se reported that the front bezel was replaced, and the issue was resolved.